Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned, and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported a pt was hospitalized in 2007. It was reported that the pt awoke at 08:30 that day and began vomiting, his blood glucose was unknown. At 10:00, his blood glucose was 126. At 12:00, he took promethazine (dosage unknown) for nausea. By 13:00, the pt was unconscious and was brought to the ER by his college roommate. At the ER, he was treated with IV fluids, diagnosis at admit is unknown. At discharge, he was instructed to return to pump therapy. The reporter has requested that his son be issued a replacement pump as a precaution. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.